Manufacturer narrative:
Initial.

Event description:
It was reported that a patient using the ilet experienced a prolonged hypoglycemic event with blood glucose as low as 39 mg/dl and a seizure, after which a caregiver administered glucagon and the patient recovered; the customer also reported making multiple meal announcements and using meal entries as corrections, and the clinician assigned additional training and plans a factory reset. Symptoms included seizure associated with hypoglycemia. Outcomes included temporary incapacity requiring glucagon administration without hospitalization. Investigation included review of user-reported use patterns and device operation with a plan for device reset and user retraining. Investigation of this case revealed user technique concerns related to use of meal announcements as corrective dosing, with no external medical evaluation performed and no device malfunction reported. It was concluded, based on previously established findings for similar reports, that user-related factors were the likely cause.